Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. It was reported via trial that on (B) (6) 2008, the pt underwent stenting in the predilated left mid circumflex artery with two overlapping xience v stents. On (B) (6) 2009, the pt experienced angina and underwent a diagnostic coronary angiography and revascularization via balloon angioplasty and additional stenting with a non-abbott stent in the target vessel containing a de novo lesion. The non-abbott stent was implanted in the left proximal circumflex, but slightly overlaps the xience stent. The pt's condition is continuing, but improved. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Angina, ischemia and restenosis are known adverse events as listed in the no fault risk assessment (ram) and xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship, if any, to the devices cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The other xience v (1009515-08, 71114p5) is being filed under this same medwatch report.